Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the suggested event was confirmed by olympus, and it was presumed that electrical contacts or circuit board at plug unit became dirty during device handling by the user, which led to the suggested event. However, a definitive root cause cannot be determined. The event can be detected and prevented by following the instructions for use: -inspection of the endoscopic image user may reduce/prevent occurrence of the suggested event by handling device in accordance with the following IFU. -do not insert the video connector while the electrical contacts are wet and/or dirty. This may result in an electric shock, causing severe damage to the endoscope and compromising patient and/or operator safety. Olympus will continue to monitor field performance for this device.

Event description:
The flex 3d deflectable videoscope was not showing proper image. It randomly appeared distorted with noise and stripes on the monitor.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, a scope communication error (b30) was detected. There were no reports of any patient involvement.